Manufacturer narrative:
The component codes 814 fiber and 424 cap refer to the results code 642 thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone - the distal portion of the glass cap is detached and was not returned with the device; there was no indication or report of any part of the device remaining inside the patient. The fiber proximal to the fracture was found to rotate independently of the metal cap and supports the report of beam misalignment. Char and detritus were also observed on the metal cap. The identified issues would likely activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber/cap conditions could result in forward firing. The most probable root cause of the device issue was suspected to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fibers output beam was observed to be misaligned at 124,641 joules of use. The procedure was completed using a second fiber. There was no report of patient injury.